Event description:
Caller indicated the relion prime meter was giving high readings. Customer said that ever since she purchased the meter about a month ago she¿s been having high readings so her doctor told her to increase her insulin dosage. On tuesday (B)(6) she got a reading of 426 and was feeling light headed, dizzy and confused. She was told by her doctor that if she has a reading like that she had to go to the hospital. When she got to the hospital 15 min later her sugar was 224 with their meter, her prime read in the 400¿s and the lab test was in the 200¿s. She was not giving any medication at the hospital only some fluids and potassium because her potassium level was low. She is concerned that she was dosing herself incorrectly based on the prime reading. She is planning on having a bladder surgery and was supposed to control her sugar and she really needs to have a good meter. She is not washing hands; she only uses alcohol, but does let that dry and she doesn¿t change her lancets. Explained she needs to change her lancet every time she does a test as this can affect the readings. She is storing strips in the living room. She did not have anything to eat before testing. She does not have control solution. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Actual product was not returned for testing. The same lot of test strips involved in the incident were tested recently and performed to specification. Customer did not return product.